Event description:
During follow-up, the device was observed to reach elective replacement indicator (eri) level prematurely. Premature battery depletion was suspected. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomalies were not confirmed. The device was received with battery voltage at end of service level caused by a false alert consistent with auto-capture enabled, and high output mode. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Results from electrical tests performed under nominal conditions indicated normal functionality. Additionally, evaluation of the device under various pulse amplitudes measured normal current levels and no indication of premature depletion noted. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.